Event description:
It was reported by service report that the electric controls are not working. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail shorted out.